Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 456 mg/dl. The customer treated with manual injections. The customer stated that there are air bubbles in the tubing connector. The customer was advised that rewinding with a reservoir in place with create air bubbles. The customer was advised to change out the infusion set. The customer stated that her blood glucose dropped down to 373 mg/dl at the end of the call.